Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii  left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented for a right heart cardiac catheterization (cath), reporting feeling like he had no energy, decreased appetite, and yellow drainage coming from the lvad site for two months. He had not seen a physician or been treated. The cath was performed and the patient was admitted, awaiting culture results. It was later reported that the source of the infection was the driveline site. The blood cultures returned with no growth and the wound culture tested positive for staph aureus and staph agalactiae. The patient was on an intravenous (IV) vancomycin course. It was reported that the patient presented for a right heart cardiac catheterization (cath), reporting feeling like he had no energy, decreased appetite, and yellow drainage coming from the lvad site for two months. He had not seen a physician or been treated. The cath was performed and the patient was admitted, awaiting culture results. It was later reported that the source of the infection was the driveline site. The blood cultures returned with no growth and the wound culture tested positive for staph aureus and staph agalactiae. The patient was on an intravenous (IV) vancomycin course.

Manufacturer narrative:
Additional information: b5. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that as of (B)(6) 2020, the patient still reported driveline drainage. A wound culture from (B)(6) 2020 resulted in positive methicillin-resistant staphylococcus aureus (mrsa).

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the home care nurse called on (B)(6) 2020 to report that the patient had pus drainage from the driveline site.